Event description:
The end user reported that the product disintegrated and left a plastic film that cut into his stoma. He stated wafer lacerated his stoma from 3 o'clock to 8 o'clock position and it bleed a few drops but stopped easily with pressure. He further reported that his stoma became swollen. He self-treated using peroxide. He was advised to discontinue use of the product due to the fact that it is too small and to use a larger product, as well as consult health care provider.

Manufacturer narrative:
Additional information received november 13, 2015. The product associated with batch 4k02615, in this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).